Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was initially seen in the pd clinic (date unknown) and had pd cultures obtained. No symptoms were provided as to why the cultures were taken. The cultures resulted in negative growth. The patient went to the hospital on (B)(6) 2024 due to worsening symptoms (unspecified). The patient was admitted to the hospital and diagnosed with sepsis secondary to peritonitis. The patient was initiated on antibiotic therapy (route, drug, dose, frequency, and duration unknown). The hospital culture results could not be found in the patient¿s records. The patient was discharged on (B)(6) 2024. The cause of the peritonitis was not confirmed. No additional information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of sepsis secondary to peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The diagnosis of sepsis most likely stemmed from the patient not being treated for the peritonitis in a timely manner based on the negative culture results initially received at the pd clinic. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient was initially seen in the pd clinic (date unknown) and had pd cultures obtained. No symptoms were provided as to why the cultures were taken. The cultures resulted in negative growth. The patient went to the hospital on (B)(6) 2024 due to worsening symptoms (unspecified). The patient was admitted to the hospital and diagnosed with sepsis secondary to peritonitis. The patient was initiated on antibiotic therapy (route, drug, dose, frequency, and duration unknown). The hospital culture results could not be found in the patient¿s records. The patient was discharged on (B)(6) 2024. The cause of the peritonitis was not confirmed. No additional information was provided.